Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the event occurred when patient was having open heart surgery and that reprogramming was performed post surgery to turn off the lead. During recent interrogation the implantable pulse generator (ipg) reported 100 percent ventricular pacing even though the lead had been programmed off.

Event description:
It was reported that post implant, the patient experienced a perforation, tamponade, and a pericardial effusion. When attempting to test the lead after the implant, the impedance was low and there was no capture of the ventricle. A perforation of the right ventricle occurred, which required surgical repair. The lead was transected during the surgical repair. Part of the lead remains implanted and attached to the device. A possible lead replacement is planned when the patient's hemodynamic stability improves. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.